Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle had fallen off the suture immediately after removal from the winder. The surgery was continued and completed with new suture. There were no adverse patient consequences. There was no significant surgical delay. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long (in minutes) did the surgery prolong? Unknown. What tissue was being sutured when the event occurred? None yet. Was additional dissection required in other organs/tissues other than the target tissue? No. When was the needle detached/pulled off from the suture (during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: fell off as soon as it was removed from the winder. Please provide the lot number: - xavcp603.a33 (taken from foil, since there is no longer a box in the or).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/1/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received a labeled winding former with a suture and a detached needled that pertain to product code vcp603h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle, since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion was identified as pull off during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch/lot number is unknown.